Event description:
Complainant alleged that during a routine shift check by a clinician, the device was able to discharge 200 joules into the paddle wells. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the reported malfunction was observed intermittently. The device was put through extensive testing without duplicating the malfunction. The pace/defib engine was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.